Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of delivery anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump screen display and the reservoir insulin do not match. The customer stated that the reservoir has no insulin and the pump displayed more than 90 units. The product was not returned for analysis.